Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reported the infusion site to have purulent discharge. The patient sought medical attention on (B)(6) 2026 and was diagnosed with cellulitis and an abscess. The patient was treated with intravenous medications as well as monistat and baxter. No further information was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.